Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
This pi is for the revision of patient's right hip on (B)(6) 2019. Postoperative diagnosis: patient underwent right total hip replacement 5 years ago (2014). Patient had pain in the right hip, imaging revealed diffuse osteolysis behind the shell and the proximal femur, and the hip prosthesis appeared well fixed. Patient underwent total hip replacement (B)(6) 2019. The femoral and shell were retained, the modular head and liner were removed. Reported in cors per 1824hip. Now ((B)(6) 2019) the patient gets revised again for a hematoma, exchanging the head and liner only.